Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, it was found to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, it was found to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The failure was confirmed by the repair technician through functional evaluation, disassembly, and visual inspection. The trigger did not work correctly and caused unintentional running due to wear of the trigger assembly/safety bar.